Event description:
According to the reporter, during an open right colectomy, in trying to cut the large bowel, on the first reload, it was difficult to push the firing knob. On the third reload, the device did not fire at all. To resolve the issue, another handle and reload were used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot#p0c1205y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the center bar had retracted in the retainer. It was reported that the instrument did not fire and it was difficult to fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: returning the firing knob all the way back to its pre-fire position. To remove the fired sulu, separate the instrument halves, holding the cartridge- half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove sulu from instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.